Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (3mm2cm 90), it was reported that the balloon ruptured at its nominal pressure. Therefore, it was remove intact from the patient and a new balloon of the size (slalom thrill) was used and the procedure was finished successfully. There was no patient injury. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % chronic total occlusion (cto). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A guide wire crossed the lesion. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a valid lot number was not provided. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, vessel characteristics (100% stenosis/cto) may have contributed to the reported event. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The lot number for the device involved is unknown.   Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (3 mm 2 cm 90) it was reported that the balloon ruptured at its nominal pressure. Therefore it was remove intact from the patient and a new balloon of the size (slalom thrill) was used and the procedure was finished successfully. There was no patient injury. The product will not be returned for analysis. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % chronic total occlusion (cto).  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  A guide wire crossed the lesion.  No additional information is available.